Manufacturer narrative:
(B)(4). Batch # r58e3m. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired and with damage on cartridge deck. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: was the device locked-out (no staples deployed and no cut line started)? Or did the device partially fire (start to deploy staples and cut but could not be completed)? The device partially fired. Was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? Fired totally and then removed. Did the jaws eventually open? No. Was the red manual knife reverse switch attempted? No. If so, did the switch work? No.

Event description:
It was reported that the endocutter and clips can't be remove from tissue. No patient consequence reported.